Event description:
The patient is an elderly male with persistent right shoulder pain following reverse prosthesis. X-rays obtained yesterday showed a dislocation of his components, scheduled for revision right shoulder replacement with likely an open reduction and revision of his components.description of procedure: the patient placed in a beach chair position. His right upper extremity was prepped and draped in sterile fashion. A closed reduction was attempted, a minimal motion was noted. It was felt to require an open reduction.a longitudinal incision was made over the anterior aspect of his shoulder using his previous incision. The subcutaneous tissue was dissected away exposing the deltopectoral interval. This was opened and the prosthesis was appreciated. The glenoid was noted to have the poly still in place with the humeral component separated sitting superiorly. Once this was confirmed, subacromial releases were performed as there were some adhesions that had formed. The sutures from the subscapularis repair were subsequently removed and the subscapularis was left off as it was fairly attenuated even at the first surgery. Once this was accomplished, the humerus was dislocated anteriorly and the poly was removed. Various size trials were attempted. It was felt that a 6 mm trial still remained stable. Given the method of failure, it was felt that further tightening of his shoulder was not necessary, may in fact put his nerves and other structures at risk. Once this decision was made, a formal 6 mm poly was introduced. This was taken through full forward elevation and felt to be stable. External rotation was fairly stiff in this patient, despite fairly significant subacromial releases and therefore I will modify his therapy accordingly, otherwise the 6 mm poly felt stable. The wound was copiously irrigated. The deltopectoral interval was closed using sutures, skin edges reapproximated using 2-0 vicryl, 3-0 monocryl, steri-strips were applied, sterile dressing was applied. The patient was stable and taken to postanesthesia recovery room.======================manufacturer response for liner humeral poly, zimmer poly liner (per site reporter).======================zimmer representative is anticipating the return of the device.